Event description:
It was reported that during calibration procedure on etco2 modules, the alaris system maintenance displayed an error message that states: unknown error while running task: co2 sensor calibration for [device serial number]. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported etco2 unknown error while performing the co2 accuracy test and calibration was not confirmed or replicated. ¿ no pcu or data set was received therefore the test was performed by attaching the suspect etco2 modules to a known good service pcu (eq107365) for sn: (B)(6) and pcu (eq102065) for sn: (B)(6) and through alaris system maintenance (asm) v12.5 the ¿co2 sensor accuracy¿ test task was performed (acceptable test range (B)(4). ¿ the test was performed 1 (one) time for each module before the preventive maintenance task, the test result for s/n (B)(6) was (B)(4) which was within the acceptance criteria (B)(4), and the test result for s/n (B)(6) failed without being able to be performed. ¿ the review of event and error logs for the suspect etco2 modules did not identify any error code or malfunction related to the reported event. ¿ an external and internal inspection that was performed on the suspect etco2 module found no irregularities. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will be picking up the cost of the damage oridion board based on investigation findings. Root cause: the root cause of the reported unknown error while running task co2 accuracy test/calibration was not determined. The returned devices were fully tested, evaluated, and no unknown errors were observed during laboratory testing. Note that imdrf annex a13, c02, d02 and g02013 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.